Manufacturer narrative:
Investigation conclusion:a review of the dhrs found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: phone.

Event description:
Femaile customer reporting false positive sars result. Customer states they are negative by other brand rapid antigen test.